Event description:
It was reported that air bubbles were observed within the canister with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Despite multiple cartridge changes, issue continued to occur and the pump was replaced. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.